Event description:
It was reported that the user attempted to scan a new freestyle libre 3 plus sensor with the ilet app on a compatible iphone and repeatedly received a scan error, despite app reinstall, phone case removal, and phone restart; the event is consistent with an intermittent communication failure involving the sensor¿s nfc communication components, including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the sensor and the phone/app environment consistent with intermittent communication failure related to electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.